Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a one-link access device. The reporter stated that blood was not flowing through the tubing at the required rate. There was no patient injury or medical intervention associated with this event. No additional information is available.